Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Piece of plunger rubber found in solution, in syringe, after sampling photo available in the offending device has been quarantined.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo and one physical sample was provided to our quality team for investigation. Through visual inspection of the photo, a black material is observed. When evaluating the sample provided, no black particles or other foreign matter was identified. A device history review was performed for the reported lot 2306101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Based on the visual characteristics, it is possible the black particle is a piece from the stopper. The stopper is provided by an external supplier and incoming inspections are performed according to procedure. Retained samples of the reported lot were used for additional evaluation. All stoppers were inspected and no damage or other defects were observed on any of the devices. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. It is possible this incident is related to an issue during the stopper manufacturing. Given we did not observe any particles within the physical sample, we cannot definitively identify the composition of the particle observed, therefore a root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Piece of plunger rubber found in solution, in syringe, after sampling. The offending device has been quarantined.